Event description:
Caller was unable to test on the device, due to motor continually spinning and not sending out a strip. She reports having low blood glucose symptoms and since she was unable to test on her device, she went to the hospital. The hospital device read her blood glucose low, result not provided. She was given an IV and states she was treated for dehydration. No glucose control solutions were used. Requested return of suspect device and replacement was sent.